Event description:
Before the patient's generator replacement surgery, diagnostics showed normal impedance. After replacing the generator, impedance was high and continued to get higher each time it was measured. The lead was assessed and appeared to be pulverized and crumbly. The lead was replaced and did not come out intact, it was noted to be in several pieces. Diagnostics with the new lead and generator showed normal impedance. It was noted that the lead fracture was not believed to be caused by user error as the surgeon was very careful during the surgery. It was also noted that the fracture did not appear to be present before the surgery since diagnostics were normal. The explanted lead and generator were discarded by the hospital. No other relevant information has been received to date.